Event description:
The endoscope reprocessor was malfunctioning. The disinfectant was not being flushed through all parts of the endoscopes as designed. The co rep stated they were having a problem with the material used in the valves.